Manufacturer narrative:
Device evaluated by MFR.: charger 5.0 x100, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 53mm distal of the proximal markerband. The rated burst pressure for this device is 20 atmospheres as per charger specification. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 5.0 x100, 135cm charger balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres inside the patient's body, the balloon ruptured. The balloon was removed over the wire. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 5.0 x100, 135cm charger balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres inside the patient's body, the balloon ruptured. The balloon was removed over the wire. No patient complications were reported.